Event description:
It was reported that during the implant procedure, there was an accidental puncture of a side branch of the left subclavian artery which resulted in arterial bleeding. The patient received an immediate hemostasis by suture. The device and leads were implanted and remain in use. The patient is enrolled in the panorama 2 study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).